Event description:
The device was used to create an anastomosis during a bowel resection procedure. Reportedly, the staple lines were not hemostatic requiring a reoperation to reapply another device. The failed staple line was resected. The surgeon described the pt as a "bleeder" and noted several "small bleeding" area in addition to the application site of the subject device.

Manufacturer narrative:
The subject device was discarded post-operatively. However, a tissue specimen removed from the patient was evaluated. The specimen was in several small irregularly shaped pieces with multiple staple lines. Functional closure was observed in most staples. Three staples were observed to be malformed. We could not determine if these three staples were malformed as a result of being fired or as a result of the manipulation by the surgeon could not be determined without the a thorough evaluation of the subject device.